Event description:
Couldn't find the wire; couldn't find the string; string detached [device breakage]. Couldn't remove the tampon [foreign body in reproductive tract]. Infection [infection]. Case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On (B)(6) 2022, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2022, after using the tampons for 4 days (presumed this menstruation cycle), the consumer couldn't find the wire, further clarified as the string, but could feel the tampon inside. The consumer's husband checked to see if he could find the string but couldn't find it either and couldn't remove the tampon. It was later clarified the tampon string had detached. Subsequently, on the morning of (B)(6) 2022, the consumer was scared about the issue and was taken to the ER (emergency room) for removal. While in the ER, bloodwork was taken, and an infection was found (not further specified). Two unspecified antibiotics were prescribed. As of (B)(6) 2022, the status of product use was not reported, and the status of retained tampon was unknown, as the reporter was unsure if the tampon was removed in the ER but thought the consumer was told it would come out when she went to the bathroom. The outcome of infection was not reported. No additional information was provided.

Manufacturer narrative:
No trend was identified during trend analysis. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The investigation revealed no issues requiring corrective action with the product manufactured.